Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button does not work. Customer reported that the insulin pump was dropped on the floor but no there is no visible damage to the insulin pump. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and stained address/serial number label.